Event description:
Additional information received reported the manufacturing representative had the catheter and they would be returning it to the manufacturer.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2014 (B)(6); product type catheter. (B)(4).

Event description:
Additional information received reported that the patient¿s "previous catheter" was kinked 3 times. The patient noted that he has had the current catheter ¿4 months¿ and there were no problems. The patient stated he ¿has had 3 pumps due to problems.¿ the pump was previously used to infuse dilaudid (hydromorphone) and currently used to infuse fentanyl. Follow up was being conducted to obtain additional information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Analysis of the catheter revealed no significant anomaly, catheter body torn or broken at or after explant, did not affect infusion.

Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a kink in the catheter at the anchor site. The reporter stated that when the healthcare professional (hcp) opened the back incision they discovered that they had not pushed the nose of the anchor far enough into the fascia and the anchor had rolled and folded the catheter over on itself causing big kink. It was noted that once the kink was released there was decent flow. It was further noted the hcp decided to replace the spinal portion of the catheter anyway. The reporter stated, the spinal segment was anchored with the tip of the anchor firmly in the fascia and connected to the pump segment with the provided collette. It was noted that x-rays were done and the catheter access port was aspirated. It was further noted the patient¿s dose was decreased to 2 mg/day. The reporter stated, the patient¿s pain returned about six weeks ago. It was noted, the hcp was unable to retrieve cerebrospinal fluid with the cap procedure so x-rays were obtained and the hcp confirmed the catheter had not moved. It was further noted, the patient status at the time of this report was alive with no injury. The pump contained hydromorphone. Additional information was requested, but was not available as of the date of this report.